Event description:
Drain broke about six inches inside pt during removal attempt. Drain was in place less than 24 hours. Dr did not believe there were any perforations made in the drain during the initial placement. A suture was used near the v-connector but not where the drain broke. Pt was taken to surgery. One staple was removed and remaining drain removed with forceps.